Event description:
Boston scientific received information that the patient was lost to follow up and upon interrogation it was noted the device had recorded a fault indicating the device had entered fallback mode. The device was still noted to have therapy available. Subsequently the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was found to be in safety mode upon interrogation. The fallback mode was confirmed by laboratory analysis and was due to an unrecoverable error in the device's memory. It was noted that the device had entered fallback mode 16 months earlier.